Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a failed software update and would not properly boot up and the micro processing unit printed circuit board assembly was replaced to resolve. It was additionally noted that the missing stylus was replaced and calibrated, the hard drive reconfigured and the software reloaded. The device then passe final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer failed a software update and would not properly boot-up. The programmer was returned for servicing. There was no patient involvement.